Manufacturer narrative:
Other, one cadd solis vip pump was returned for analysis. Functional testing was performed. The customer's stated problem was verified. The device was found to be alarming with error code 41541 during power up. The error code 41541 indicates a problem with latch lock bits not high (latch lock flex sensor) or can be a microprocessor board issue due to the connector. Further investigation found that the microprocessor board was inoperable and the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
It was reported that the device gave an alarm with message "error code 41541". No adverse effects reported.